Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Vapr vue generator - error 200 ref 70 internal hardware failure, during knee scope surgery, no delay nor injury to patient, hospital owned, completed surgery with another generator.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue of error 200 ref 70. The psu board and rf board were replaced as identified in the investigation to address the reported issue. The corroded 8-way socket assembly and corroded footswitch receptacle were replaced. The scratched top plate and fascia were replaced, along with the necessary left and right graphic panels, the mitek badge, and keypad membrane. The unit failed rf leakage tests and was put on hold pending the release of the new service manual. After release of the new manual and test parameters, the unit passed all functional tests and is fully operational. Error 200 ref. 70 described by the user guide as an internal failure ¿pwm low failure [post check]. Possible root cause for the failures detected during service could not be determined. A check of the manufacturing finished goods records for the reported serial number revealed no anomalies relating to the reported incident. There were 28 serialized devices released for distribution on june 23, 2014 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. Other than a request for an upgrade. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).